Manufacturer narrative:
Citation: younis a et al. The effect of periprocedural beta blocker withdrawal on arrhythmic risk following transcatheter aortic valve replacement. Catheter cardiovasc interv. 2019 jun 1;93(7):1361-1366. Doi: 10.1002/ccd.28017. Epub 2018 nov 29. Attached supplemental figure. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the efficacy and safety of peri-procedural beta-blocker discontinuation on arrhythmic risk in patients who underwent transcatheter aortic valve replacement. All data were collected from two centers between march 2009 and april 2017. The study population included 743 patients and was predominantly female with a mean age of 82 years and a mean weight of 73 kg. Of those, 471 were implanted with medtronic corevalve or evolut r bioprosthtic valves. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation. The indications for permanent pacemaker implantation were reported to include left bundle branch block with prolonged pr, alternating bundle branch block, bifascicular block with prolonged pr, high-degree atrioventricular block, atrial fibrillation, and other unspecified causes. Other adverse events observed: peri-procedural high-degree atrioventricular block and new onset atrial fibrillation without permanent pacemaker implantation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.